Event description:
Consumer reported complaint for the trueplus lancets. Customer reported using the 33g lancets with a competitor's lancing device, and that the lancets did not always fully retract into lancing device. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples and DHR report. Most likely underlying root cause: mlc-009: use error caused or contributed to event.